Event description:
Event description cpi received information that the patient felt a thump in his back and afterward the implantable cardioverter defibrillator (ICD) began to emit a beep tone that continued into the next day at which time it began to emit a warbling tone. The ICD could not be interrogated. An invasive procedure was performed during which all lead measurements fell within normal limits.